Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device is filed under separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with a restricted posterior leaflet. The first clip (xtw) was placed at a2/p2 with no reported issue. However, sufficient mr reduction was not obtained. A second clip (nt) was placed on the medial side of the first clip. Again, sufficient mr reduction was not obtained. It was decided to remove the clip. An xt clip was advanced, but sufficient mr reduction was not obtained. At this point, it was decided to remove the clip due to mr blowing massively. It was decided to perform a mitral valve replacement (mvr), tricuspid annuloplasty (tap) and a left atrial appendage closure device was implanted. During the mitral valve replacement, it was seen that the anterior leaflet was torn from a2 to a3. In addition, a review of the echocardiographic findings showed that there was already a mr jet from the direction of a3 while the first clip was being placed. It was thought the tear my have been worsened by the attempted clips. No additional information was provided.